Manufacturer narrative:
(B)(4). No defect found with device, defect found with returned strips. Returned strips produced high readings on 30, 75, and 275 levels. The strip evaluation produced an "hi" result (>600mg/dl) when testing in the 75-79mg/dl level.

Event description:
Customer complains of e-2 error message when trying to perform a blood test. The customer states the feel well and require no medical attention. The customer confirms the use of compatible test strips with the device. Customer confirms she stores the test strips in her purse and proper testing technique. The customer states the blood sample is not being absorbed by the test strip.